Event description:
On (B)(6) 2010, the pt was implanted with two gore tag thoracic endoprostheses and one handmade stent graft to treat a descending thoracic aortic aneurysm. It was reported that the handmade stent graft with its distal end uncovered with graft material was implanted distal to the tag devices. No adverse event was identified and the pt tolerated the procedure. The diameter of the aneurysm at the time of implant was 70mm. Subsequent follow up identified shrinkage of the aneurysm and no adverse event with this pt. However, on (B)(6) 2013, two year follow-up revealed type iii endoleak of unknown origin. The endoleak resulted in the aneurysm enlarging to 73mm. On (B)(6) 2013, additional stent graft of another manufacturer was implanted covering the origin to repair the type iii endoleak. It was last reported to gore that the pt was hospitalized. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.